Manufacturer narrative:
Tracking #.47264. Device-a. Device not returned for analysis.

Event description:
It was reported the devices were used during a gastrectomy (total) procedure. It was reported by the affiliate that the device burned the tissue. The device would not cut the tissue (level 3, blunt mode). The surgeon used electrocautery. There was no pt consequence.